Event description:
My (B)(6) father who is a wwii disabled veteran was severely injured during a normal day surgery at (B)(6) hospital by hospital staff not knowing the correct way to use a product called the hovermatte and the harm was intensified because of a faulty IV. The hospitalist and internal medicine doctors I believe at this hospital are quite good at creating almost a 3 stooges act to cover up their negligence. I will attach pictures and the letter sent to the joint commission on my complaints. They covered their bases by masking the places that were either bruises or burns by allowing nurses to use topical creams for one diagnosis when I believe they knew what happened and were covering it up.